Event description:
The customer reported that the additional resection was needed to remove the device from tissue because the jaws were not able open during a laparoscopic nephrectomy. A new device was opened to complete the procedure and there was no pt injury, tissue damage, or blood loss.

Manufacturer narrative:
(B)(4). One lf5544 ligasure device was returned. The jaws were not stuck shut and they opened and closed normally when the handle was activated. We were unable to confirm the customer's report of the device not being able to open.